Event description:
This device was in the respiratory care office waiting to be given to the sales rep. Noted crack/slit in the clear tubing where it attaches to the blue portion of the device. This facility has had at least three recent similar issues with this device. Staff have noticed a small cut/crack/slit in the device where the clear tubing connects to the blue portion of the device. The problem is visually present on devices that are new/unused and pulled off the storage shelf. The facility has noted that the problem area feels smooth to the touch. The manufacturer has been notified and the devices have been returned to the manufacturer. At least one patient required re-intubation as a result of this problem. Manufacturer response for endotracheal tube, microcuff (per site reporter): I spoke to quality and they are sending me shipping material.